Event description:
A physician reported a pt who was originally skin-tested on or about 20 october 1998 with negative results. On 4 december 1998, the pt was treated in the upper and lower vermilion borders. The treatment procedure was unremarkable. On 21 december 1998 the pt developed redness, swelling, itching, burning and tingling in the upper vermilion border. On 22 december 1998, the physician diagnosed the symptoms as a hypersensitivity to collagen, and prescribed oral benadryl and topical hydrocortisone cream. On 23 december 1998, the pt reported the same symptoms began at the lower vermilion border treated site.